Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient developed inflammation and was recovering. Additional information was provided, indicating that the patient has been diagnosed with endophthalmitis. Cultures have been performed. The outcome of the results were unspecified. A vitrectomy and anterior chamber washout were performed. The intervention was effective and the outcome is improving.